Event description:
It was reported that the patient underwent a posterior spinal fusion at l2-4 with a vertebroplasty at l3. It was reported that the patient underwent an x-ray post-op and during changing of the patient¿s body position a ventricular tachyarrhythmia developed. AED and cardiac massage were reportedly given approximately an hour and the patient was transferred from the operation room to the cardiovascular ward. No additional information is available at this time.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.